Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, fluid was noticed inside the cycler. The origin of the leak could to be identified. Patient had no adverse effects. Sample is not available.